Event description:
Surgeon opened the pouch and realized that there was a crack in the hub of the cypher select + stent. Therefore, he did not use this device. The procedure was carried out by using a new one. No adverse pt consequences.

Manufacturer narrative:
The device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. Additional info received will be submitted within 30 days upon receipt. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance.